Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that while the patient was sleeping, the infusion set's tubing came apart as it was inserted to the site that would not absorb insulin. The site location was right side of patient's abdomen, and the pump was not in the pocket while sleeping. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. Currently, the patient's blood glucose level was 350 mg/dl, and the patient was able to lower it down to 200 mg/dl. No further information available.